Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported deflation and capsular contracture, baker grade unknown. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: deflation: observed a device with fluids inside, has a white particle in the surface of the device, but not observed openings. Capsular contracture: unable to confirm as it is a medical event not related to the device but next to device observed a red biological tissue. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV.

Event description:
Physician reported left side deflation, capsular contracture baker grade IV and textured. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening striated assessed as to surgical damage. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ calcification white observed in the surface of the shell. ¿ crease fold observed in the surface of the shell. No further actions are required as the device was implanted.